Manufacturer narrative:
Event description continuation: was not known. The ablation point indicated around 30 seconds with a high force of 71g and average of 17g. The flow setting was 17ml/min. The patient received anticoagulant during the procedure with activated clotting time maintained at 300 ¿ 350 seconds. No error messages were observed on the biosense webster equipment during the procedure. The smart touch bidirectional catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system indicated to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Coolflow pump . Two acunav catheters. Bwi - quad catheter. Preface 8f sheath. (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. It was noted that this patient had a medical history of a heart attack. During the procedure, a pericardial effusion was noticed and confirmed by an echo ultrasound. A pericardiocentesis of 700ml of fluid was removed. The patient was reported to be in stable condition at the time the complaint was reported. The patient did require hospitalization in order to be monitored. The patient was stabilized and later sent home. A factor that might have contributed to the event was the patient¿s thinned tissue due to a pre-existing scar. The physician¿s opinion regarding the cause of this adverse event is that there was high force due to him trying to torque the catheter to get to a hard to reach spot. The catheter did not malfunction and did both flash red and indicate 71g of force. A transseptal puncture was performed. A preface 8f sheath was used. The event occurred during the ablation phase. The generator was set to power control mode and the settings were all default settings. The noted power at the time of injury was 30 watts. However, the temperature and impedance were not known. The power was not titrated during ablation. The last ablation cycle time at the site of injury